Event description:
It is reported that just before inserting the device in the pt, they tried to check the balloon as usual; however, it was very difficult to inflate and could not be deflated.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Reported to FDA on (B)(4) 2014. FDA registration number. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.